Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the trigger was worn, the cap nut was damaged and the cannulation gauge could not slide through the unit properly. Therefore, the reported condition was confirmed. Corrosion was also observed internally on the components. The assignable root cause was determined to be most likely due to improper handling and improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the cannulation failed and the trigger was sticking on the battery reamer/drill device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.